Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarms no delivery. Customer changed the reservoir and infusion set; the reservoir had leaked. The blood glucose reading was 260 mg/dl. Customer treated with insulin pump. Customer had discarded the reservoir; he was unable to determine the location of the reservoir leak.